Event description:
During baxter's evaluation of a spectrum pump, the device had delayed keypad response. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the delayed keypad response, which was experienced during eval. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.